Event description:
The device was returned as a rental end, no longer needed. There were no alleged problems. The service record was not classified as a complaint when originally received. It was discovered during the repair eval the alarm did not sound intermittently. The alarm capacitor was replaced to correct the problem. This malfunction was found while on the technician's bench. There was no pt involvement or reported harm. This malfunction was identified during an audit of service records. Although there was no pt involvement at the time of the discovered malfunction, a 30 day report will be filed to the FDA. This type of malfunction could potentially cause or contribute to a death or serious injury if it were to recur.